Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI number: (B)(4). Product review of the zsgm serial number (B)(6) by dover on 16 june 2020 revealed that the pre-test could not be performed due to a bent comb. All cutters passed the test cuts. The complaint could not be duplicated. Repair of the device was performed by dover on 16 june 2020 which included replacement of the following: comb. Additional repair included disassembling, cleaning, testing and calibrating the device the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1:1 ratio caution: sharp, part number: 00-7703-010-00, serial number: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp, part number: 00-7703-015-00, serial number: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp, part number: 00-7703-020-00, serial number: (B)(4). Z.s.g.m. Cutter 3:1 ratio caution: sharp, part number: 00-7703-030-00, serial number: (B)(4). Z.s.g.m. Cutter 4:1 ratio caution: sharp, part number: 00-7703-040-00, serial number: (B)(4).

Event description:
It was reported that the device was destroying the skin and causing the meshed skin to not expand properly. The surgeon did not have to harvest additional graft. No adverse events were reported as a result of this malfunction.